Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to an issue with the lead. The patient tried multiple different positions but was still unable to set to MRI mode. As a result, the patient underwent surgical intervention in which the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction d7 - patient had the device explanted on (B)(6) 2020 instead of (B)(6) 2020.